Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead had been damaged 27.5 cm, from the connector pin due to rib clavicle crush.

Event description:
It was reported that an x-ray revealed rib clavicle crush and insulation damage on the atrial lead.